Manufacturer narrative:
(B)(4). Actual device evaluated. Returned test strips produced lo readings and black chemistry was observed. Qc investigation of products returned determined most likely root cause is improper storage. Investigation 12/17/2015.

Event description:
The customer complains of an e-5 error message. The customer is trying to perform a blood test the meter keeps displaying the e-5 error immediately after the blood touches the test strip. The customer is calling for herself. The customer denies any symptoms and states that no medical intervention is needed. The customer stated that she is storing the meter and test strips in the kitchen, customer was educated on the proper storage of the test strips recommended storage by the manufacturer. Customer confirms she is using proper testing technique. The customer confirms that she did not remove the test strip from the blood sample prematurely. The customer states that she does allow her hands to dry completely after washing her hands before performing the blood test. Customer confirms the strips have not been opened for more than 120 days, test strips expire 05/31/2018.